Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the distal metal part of the trocar broke and disengaged towards the end of laparoscopic inguinal hernia repair, while the device was coming out of the patient's body. The component was retrieved using a grasper. There was no patient injury.